Manufacturer narrative:
(B)(4).

Event description:
It was reported that the device could not be interrogated in clinic due to inability to communicate with the device. Patient was asymptomatic. Device longevity estimate was 10.3 months to eri during last check in (B)(6) 2016. Patient reported that no vibratory alerts were given by the device. Based on the prior data from last session and projected eri, st. Jude medical representative indicated that the device meets 75% of expected longevity. Patient is not dependent. Device will be replaced as soon as convenient.

Event description:
New information received notes that the device was explanted. No further information is available at this time.

Manufacturer narrative:
No conclusion code available. Final analysis found the reported inability to communicate was confirmed in the laboratory and was due to premature battery depletion. Based on all available parameter and usage information, device longevity was found to be below the expected limits. With an external power supply attached, the device functioned normally. No high current was detected during testing and the power consumption was normal. The original battery was returned to the vendor for further evaluation and analysis could not conclusively determine a root cause for the premature battery depletion.